Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-07144, 2134265-2015-07105 and 2134265-2015-07104. It was reported that automatic pullback failure occurred. The target lesion was located in a moderately tortuous and moderately calcified left anterior descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with two opticross&#10249;imaging catheters and a pullback sled. During procedure, the opticross&#10249;imaging catheter stopped performing automatic pullback. Reconnection did not resolve the issue. The physician then changed the imaging catheter with another opticross&#10249;imaging catheter however, the same issue occurred. The procedure was completed using a non bsc imaging catheter. No patient complications were reported and the patient's status is good.